Event description:
It was reported that the switch remained on.

Manufacturer narrative:
It was reported the switch remained on. Although we were unable to duplicate the event and found no defect with the performance of the unit, we replaced the switch as a precautionary measure.